Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate burst during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: january 27, 2016 ¿ january 29, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a ruptured bladder. Microscopic inspection was performed on the ruptured bladder, and no signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.